Manufacturer narrative:
Visual examination confirms both upper and lower inserter tip tangs are bent vertically and horizontally. The nature of the tip damage is consistent with excessive force during implantation. The observations are consistent with improper use resulting in a bend stress overload condition. A review of the device history records found no information to indicate a non-conformance to specification.

Event description:
It was reported that the cage inserter tangs were bent causing the implant to dislodge from the inserter during impaction with the mallet. There were no patient complications reported.

Manufacturer narrative:
(B)(4): the device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.